Manufacturer narrative:
(B)(4). The device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site and was subsequently treated with antibiotics (date and type not reported). Removal of the abutment is planned; however, it is unknown if this has occurred as of the date of this report.